Event description:
According to the information received ceramic ring broke off. The shaft broke off while the patient was being operated on. The piece that broke off fell into the patient. It was difficult to find due to clots but was eventually removed from the bladder. The procedure was then stopped, and the sharp shaft was withdrawn. The patient still needs to be reassessed.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).